Manufacturer narrative:
An event of patient device interaction problem and foreign body in patient was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The provided imaging was reviewed by an abbott clinical engineering manager. Based on the information received, a root cause for the reported patient device interaction problem and foreign body in patient could not be conclusively determined. The reported minor injury/ illness / impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer amulet delivery sheath. However, this device could not be implanted correctly and was mis-sized too small. There are no allegations of malfunction with the 25mm amulet. Therefore, it was exchanged for a 28mm amplatzer amulet left atrial appendage occluder, which was selected for implant using the same 14f amplatzer amulet delivery sheath. The patient does not have a past medical history of hematologic disorders. Heparin was administered during procedure. The activated clotting time (act) was over 350 seconds at all times during procedure. The sheath was in the patient for approximately 50 minutes. After the amulet was released and implanted, it was observed that a 40mm long fiber-like thread was fixed on the edge of the disc and moving in the left atrium and prolapsing diastolic into the left ventricle. The thread was fixed to the edge of the disk. In one loop after deployment of the lobe, the user observed that the origin of the thread is in the lobe and the disc is only fixing the thread. No thrombus was confirmed. The patient's international normalized ratio (inr) was 1.2. The amulet remains implanted in good position. The patient was given aspirin and clopidogrel. The patient was reported to be in good condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer amulet delivery sheath. The patient does not have a past medical history of hematologic disorders. Heparin was administered during procedure. The activated clotting time (act) was over 350 seconds at all times during procedure. The sheath was in the patient for approximately 50 minutes. After the amulet was released and implanted, it was observed that a 40mm long fiber-like thread was fixed on the edge of the disc and moving in the left atrium and prolapsing diastolic into the left ventricle. No thrombus was confirmed. The patient's international normalized ratio (inr) was 1.2. The amulet remains implanted in good position. The patient was given aspirin and clopidogrel. The patient was reported to be in good condition.